Manufacturer narrative:
The reported events of "capsular contracture, baker grade ii/iii" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii and seroma-late

Event description:
Patient reported problems with implants. Patient later reported late seroma occurred twice on one of the breasts and baker's grade 2-3 capsular contracture. Device remains implanted. This record is for left side device.